Manufacturer narrative:
The hillrom technician found some electrical burning at the power cord and needed replacement. The user manual instructs that power cords require inspection routinely to ensure no damage has occurred during use. The manuals also include warnings such as incorrect use or handling may result in damage to the power cord. They also instruct that if damage has occurred remove immediately, and to properly remove the power cord from the electrical outlet during transfer or movement of the device. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in apr 12, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. Hillrom technical support contacted the account who confirmed a repair was not wanted and requested the removal of the bed. Bed has been removed. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had burned wired smell and smoke came out of bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).